Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that pump went to off no power. Troubleshooting was not performed at the time of call. Advised cusotmer to disconnect and reutnr pump to minimed.